Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during the operation the drill bit has been broken. There wasn't any impact on the procedure, the operation was finish successfully. This report is 1 of 1 for complaint (B)(4).